Event description:
Procedure: laparoscopic cholecystectomy. Reportedly upon removal of the device at the completion of the surgery, the surgeon noted a piece of the balloon missing. The piece was retrieved without incident. No patient injury reported.